Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. Analysis was unable to verify failed battery test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown at the time of incident. The customer stated that there fluid on the insulin pump. The customer also reported that there was possible corrosion on the insulin pump. The insulin pump was returned for analysis.